Event description:
The customer reported, the iris collimator error message displayed when the system was booted. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep performed an iris calibration and rebooted the system. He performed a resolution check. The system operates as intended.